Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with one ecr60w cartridge reload present. The reload was received fully fired and in good visual conditions. The returned cartridge was disassembled in order to verify the condition of internal components and no anomalies were noted. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: note: the caller had 2 white cartridges (2 different lot numbers) to return, but did not know which one was the one being used with the device did not work properly.

Event description:
It was reported that during a laparoscopic roux-en-y gastric bypass procedure the device was successfully fired two times with a white reloads. On the third firing with a white reload the surgeon was using the device to staple a section of small bowel tissue and the device did not completely close the tissue leaving a gap. The surgeon over-sewed the area with suture to ensure closure. The case was completed with another device of the same product code. No patient consequences were reported.